Event description:
The hosp reported that during the saphenous vein harvesting procedure, the c-ring detached while inside the pt's leg. The c-ring was retrieved from the original incision by using forceps. The procedure was completed with a replacement device. The hosp did not report any other pt complications.